Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. This report is filed (B)(6) 2016. The device is currently unavailable.

Manufacturer narrative:
Correction; the device was explanted (B)(6) 2016; and not (B)(6) 2016 as previously reported. This report is filed august 8, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a cholesteatoma resulting in the decision to explant the device. The implanted device remains at this time however, explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 24, 2016. (B)(4).